Event description:
Patient underwent surgery to have their generator and lead replaced. The explanted products have not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note the patient had underwent surgery. D6b if explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date. F10 adverse event problem, corrected data: initial report inadvertently did not include code.

Event description:
It was reported that the patient was referred for a full revision surgery due to multiple seizures and high lead impedance. The patient's seizures over the last few months have gotten worse and been lasting longer. One of the patient's seizures were noted to have lasted for 14 minutes. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.